Event description:
Device malfunction: foot break/missing. Time of device malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the perclose at device attempted arteriotomy closure of an unspecified vessel after an interventional procedure. Reportedly, the foot was deployed and as the device was pulled back to position the foot against the arterial wall, vessel access was lost. It was noted that the foot was missing. The physician felt that the posterior foot was missing prior to using the perclose at device. Hemostasis was achieved using manual compression. There were no reported adverse patient effects. No additional information was provided.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received.